Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu has been returned and evaluated by the failure analysis team. The reported failure (issues when cutting) could not be reproduced on the generator connected to the system. The unit energized and cauterized and all ports recognized instruments on system. U-04 error was potential the root cause for this issue.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the surgeon experienced some issues when attempting to cut. The issue was reported to intuitive surgical, inc. (Isi) technical support after completing the procedure. An isi technical support engineer (tse) reviewed the system logs but found no associated logs to report. The customer was not clear on the instrument type, instrument arm used or if cutting was achieved or did not meet the desired effect. The customer planned to proceed with the next procedure and would call back into technical support if the issues persisted. The procedure was completed with no report of patient injury.